Event description:
As reported by the risk manager, the midas rex drill spewed a fine mist of non-sterile clear oil from the drill joint, as the drill was being used during a lumbar decompression laminectomy. The oil leak was noted approximately 1.5 hours into the procedure. The drill had been used for approximately 30 minutes during the laminectomy. Fusion was not completed requiring a second surgery for the pt in the near future. Pressure settings and oil drip rates had been set and checked by 2 nurses in the or. Wall pressure delivery system was checked and verified to be within 5psi of pressure guage readings. A photo copy of the drill indicating the location of the leak was provided by the risk manager.